Event description:
The device was returned for a defective set ID. During testing, the device displayed persistent tubing set misloaded errors. An internal investigation found multiple sources of damage consistent with a large impact to the device. The pneumatic plate and handle had broken screw bosses, the front housing also had broken screw bosses. The lever boot retaining plate was also cracked. The front housing where the cassette would sit also has excessive gouging.

Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Air in line alarm always. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.